Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report, implant tracking log and a list of the patient's diagnoses. Within the list of diagnoses for the patient it was noted that the patient experienced bacterial uti, however there is no information provided to indicate the uti is related to the previous bard flat mesh implant. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2012 - the patient was diagnosed with chronic pelvic pain with symptomatic incomplete pelvic organ prolapse with urinary leaking. The patient underwent a robotic assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy and a colpo suspension with implant of a bard/davol flat mesh, a non-bard davol graft and a non bard davol "plastic surgery matrix xs" graft. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.